Event description:
Customer complains that in three separate instances, their devices have alarmed "connect electrodes" when an electrode set is connected and the device powered on. In each case, connecting a new set of electrodes relieves the alarm. No adverse affects to pts were reported as a result of the alleged malfunction.

Manufacturer narrative:
One of the facility's defibrillators, along with 2 pair of disposable difibrillation electrodes, lot code #k052097-2, (1 pair opened, 1 pair unopened) was returned to physio-control for evaluation. In an evaluation of the returned electrodes and device by physio-control, proper operation was observed with full functional and performance testing. The electrodes were replaced and the device returned to the customer for use. Proper device operation was reviewed with the customer by physio-control. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.